Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon device interrogation prior to procedure, it was determined that right ventricular lead pacing threshold was high. A venogram of the left subclavian vein showed a partial occlusion. A new lead was implanted, and the existing lead was capped on (B)(6) 2020. There were no consequences to the patient.